Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump as backup therapy, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place returned pump into storage mode, and advised customer to reprogram pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.